Manufacturer narrative:
The device is expected to be returned for analysis. This report will be updated upon completion of investigation.

Event description:
It was reported during on-going use, the right atrial lead (ra) was showing abnormal electrical measurements. The physician decided to surgically intervene and reposition the lead, however the helix could not be retracted, and ultimately could not be repositioned. The lead was replaced for a new one. No adverse effects were reported. The lead is expected to be returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was returned with the helix extended. Visual inspection revealed dried blood in the base around the helix, and there was no sign of setscrew marks on the terminal pin. Additionally, visual inspection also confirmed the helix allegation, as it was evident that the outer coil was stretched out near the lead tip. Testing was completed to assess electrical measurements. X-ray confirmed a fracture of the outer (anode) coil approximately 24 cm from the terminal end, corresponding to the distal end of the suture sleeve imprint. Fracture characteristics are consistent with cyclic fatigue. The x-ray also revealed the inner coil was stretched out near tip of the lead; damage indictive of helix/extension retraction difficulty. The surgery allegation was confirmed based on the outer coil fracture finding. The ingevity MRI-compatible lead was designed with a goal of balancing multiple design inputs, including implant handling and short and long term safety performance (e.g., low dislodgement and perforation occurrence). The single filar inner coil design of the ingevity lead was selected for improved fatigue durability and for safe performance within an MRI environment (protective against lead heating). Physician implant technique and patient anatomy may contribute to helix extension difficulty. Specifically, tortuous patient anatomy or bends in the proximal portion of the lead remaining outside of the body, sharp bends in the stylet, and/or kinks in the lead introducer sheath may contribute to situations where adequate torque is not transferred to the helix to enable extension/retraction. Implant techniques such as under-rotating or over-rotating the terminal tool, failure to remove the terminal tool between extension/retraction cycles to release torque stored in the inner coil, excessively fast tool rotation speed (>1 full turn per second), and the presence of tissue in the helix, which may accumulate with multiple lead repositioning attempts may also contribute to situations where adequate torque is not transferred to the helix to enable extension/retraction. Approved instructions for use provided with all products includes best practices and clear guidance to mitigate these potential contributing factors. Patient code 3191 captures the reportable event of surgery.

Event description:
It was reported during on-going use, the right atrial lead (ra) was showing abnormal electrical measurements. The physician decided to surgically intervene and reposition the lead, however the helix could not be retracted, and ultimately could not be repositioned. The lead was replaced for a new one. No adverse effects were reported.